Event description:
Reported via journal article. It was reported that peri-device leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. At an unspecified time post-implant, photon-counting computed tomography was performed and identified a fabric deficiency leak. This report is report is being submitted to correct the outcomes attributed to adverse event (b2) in section b, adverse event/product problem. Additionally, it was further reported that the generation of device implanted was a watchman flx closure device.

Manufacturer narrative:
B2: outcome attributed to adverse event added. B3: event date - estimated based on submission date of literature article. Exact event date is unknown. D1: brand name added. Specific lot/device information remains unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: a. Diamant, md, c. P. Murray, mbbs, j. Hanna, mbbs, (september 18, 2025). Watchman complications revisited using ultra-high-resolution photon-counting computed tomography. Structural heart. Https://doi.org/10.1016/j.shj.2025.100753. With all the available information, boston scientific (bsc) concludes: device history record review: the batch number of the watchman flx closure device and delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis: the watchman flx closure device remains implanted, therefore returned device analysis could not be completed. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. The watchman flx instructions for use (IFU) includes implant did not seal as a known adverse effect of the device. Review of the IFU did not reveal any evidence of device off-label use or failure to follow instructions; there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was completed and confirmed that implant did not seal was defined in the risk documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. Investigation conclusion: bsc has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
B3: event date - estimated based on submission date of literature article. Exact event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: a. Diamant, md, c. P. Murray, mbbs, j. Hanna, mbbs, (september 18, 2025). Watchman complications revisited using ultra-high resolution photon-counting computed tomography. Structural heart. Https://doi.org/10.1016/j.shj.2025.100753.

Event description:
Reported via journal article. It was reported that peri-device leak occurred. A left atrial appendage closure procedure was performed, and a watchman closure device was implanted. At an unspecified time post-implant, photon-counting computed tomography was performed and identified a fabric deficiency leak.